Event description:
It was reported that the ilet user announced a meal in order to correct a high glucose level, and customer care advised against this and instructed the user to allow the pump to deliver correction doses so that meal announcements do not maladapt. Symptoms included hyperglycemia reaching 500 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to using meal announcements for correction, and that the issue pertained to user interface interaction rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.